Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion and prime/a33 or verify excessive no delivery alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm while rewinding the insulin pump. Customer's blood glucose level was 197 mg/dl. Trouble shooting performed for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery.. The device will be returned for analysis.